Event description:
It was reported that during a robotic-assisted prostatectomy laparoscopic procedure, during seminal vesicle dissection, the bipolar maryland forceps (bmf) was reported by the surgeon to intermittently deliver reduced bipolar energy. The surgeon indicated that the issue was observed when the jaws were compressed, and that energy delivery was typically restored when the jaws were slightly opened. The energy delivery was reported to subsequently return without troubleshooting. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.